Event description:
It was reported that looseness seems to occur with this abutment screw about three (3) days before it fractures. Tooth site #5. This event captures screw loosening.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown/not provided. D10: spb10, impl tapered sp 3.7mm 10m m octagon/lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 1260. H6: investigation conclusions code was added: 4307. Zimvie received the reported abutment for evaluation. Visual evaluation was performed, signs of usage and fracture at the threads. DHR review was completed for the subject lot number 2020091270. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020091270 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was not torqued to specification. Therefore, based on the available information, device malfunction for the reported event (loosening) could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.